Event description:
About 5 months ago - blade broke when removed from its handle. This was the 2nd time this happened and according to staff is a frequent occurrence.about 2 months ago - knife blade broke while being removed from the handle.about 2 weeks ago - a #11 blade broke off inside of pt's operative knee. The doctor recovered all pieces during procedure.